Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve of one device went sideways resulting in sample leakage into the barrel when changing tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Functional tests were conducted using 10 retained samples, and all sleeves recovered as expected with no leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the sleeve of one device went sideways resulting in sample leakage into the barrel when changing tubes. No adverse impact was reported regarding the patient or user.